Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 19 mg/dl. The customer was found unconscious prior to being admitted. Assisted the doctor in reviewing the insulin pump settings. No troubleshooting performed at the time of the call as the customer was still hospitalized and being treated. Nothing further was reported.